Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was returned for evaluation. The outer sheath of the returned sample showed signs of elongation and the stent graft was partially deployed for a length of 10mm. The system was flushed and the right accessories were used. Additionally the system should be straightened prior to deployment and the proximal end of the stent graft should be placed in a straight section of the lumen prior to deployment. In this case these steps were reportedly followed. The investigation is closed with a confirmation for partial deployment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instruction for use state: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Regarding preparation of the device the instruction for use state that 'prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instruction for use state: 'prior to stent graft deployment (...), ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible endovascular system failure.' Regarding accessories the instruction for use states: 'prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location. The use of an appropriately sized introducer sheath is recommended.'; the packaging pictograms indicate an introducer size of 8f and a 0.035" guidewire. H10: d4 (expiry date: 11/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during stent placement procedure, the stent was allegedly tried to deploy and it would not retract outer catheter. The procedure was completed by using another device. There was no reported patient injury.